Manufacturer narrative:
The insulin pump was received with blank display, the problem was isolate to mother board; unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery, low battery and weak battery alarm due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's failed battery test, low battery alert, and blank display. The customer's blood glucose level was 347mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.